Event description:
Initial result for a pt phosphorus was 8.9 mg/dl. When repeated on the same analyzer, the result was 3.2 mg/dl. The incorrect result did not have an adverse impact on pt treatment. The field service rep repaired the instrument by replacing the sv21 valve and adjusting the pump pressure and rinse mechanism .